Event description:
It was reported that the device was used during a gastric bypass with roux-en-y. It was reported by the rep that the pin on the stapler did not seat properly on anvil, and upon the third firing of stapler the staples were malformed and not closed properly. Because of this, the surgeon had to open a new tlh60 to complete the case and roux-en-y anastomsis. The surgeon stated that the jaws of the stapler appeared torqued right out of the package. He had to manually guide the pin into the anvil each time for proper alignment. On the third firing, he did not have a free hand to do so and fired the stapler, hoping it would align properly, which it did not. There was no consequence to the pt.